Event description:
It was reported the pt had discomfort at the ipg site, and the pt had been scheduled for surgical intervention due to the issue. Follow up identified the surgery was to be undertaken at a future date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.